Event description:
Event occurred in pt being treated for severe afs (allergic fungal sinusitis) and small left orbital mucocele. Irrigation through the minitrephine was initially uneventful with fungal debris movement and the fluorescein stained saline moving normally. After 20cc irrigation placed and irrigated, there was no flow through the nose. Noted left eye bulging, did a lateral canthotomy/cantholysis and medial decompression. Suspect a large blood of fungal debris blocked the irrigation outflow tract, and path of least resistance became the intraorbital route. Orbital exploration showed fluorescein stained saline in supero-medial compartment, CT showed supero-lateral fluid collection in orbit.

Manufacturer narrative:
Event was described in discussions with the doctor. Abnormal or unusual variation in pt's anatomy caused the event and, therefore, it was not necessary to evaluate the device. Successful revision procedure was performed three days later. At that time, the doctor reported that the pt's vision was nearly normal.